Event description:
It was reported that (1) cdh21 was used during an gastric bypass procedure. It was reported by the rep that the surgeon placed anvil into (stomach). The blue spike was attached to the anvil. The surgeon pierced blue spike through the stomach wall. The surgeon then tried to pull blue spike off of the anvil and it broke off inside the stomach. The surgeon had to redo the site for the anastomosis. There was extended or time by 45 minutes. 02/29/2000 it was reported by the rep the piece that broke off was removed from the patient.